Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-07134. Patient presented in clinic for a generator exchange procedure. It was noted peri-operatively that there was caseous material on the leads. Additionally, the sleeve of the left ventricular (lv) lead was noted to be loose. The implantable cardioverter defibrillator (ICD) was explanted and replaced, while the lv lead was revised and repositioned successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.